Manufacturer narrative:
H10: a third party service technician evaluated the ventilator and found that the vent was autocycling and had a damaged cooling fan. As a resolution,the pressure module and cooling fan were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that device was auto-cycling during use on a patient on the revel ventilator. The customer confirmed there is no patient harm associated with the reported event.